Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant was completely covered by bone, biomechanical overload, inflammation, mobility. Patient has diabetes mellitus. Patient ate on side of implant even though she was instructed not to ate on this side.